Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, explanted: (B)(6) 2021, month/year validity, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported by the patient's spouse that the patient had pulled out one lead and noted they were not sure if the other one was still in there. On (B)(6) 2021, the patient's spouse reported that the patient had managed to "jerk out" one of the leads and that the leads had been taken out. The caller stated they were unsure when they would be placed back.